Event description:
Major swelling, major pain, major heat. Information was received on 27-feb-2007 from a physician via a company representative regarding a female patient (age and initials unk) who experienced major swelling, pain and heat of the knee (s) on an unk date in 2006. The patient had a prior series of synvisc injections without a reaction. The patient's adverse events resolved after a steroid injection or discontinuation of synvisc treatment.